Event description:
It was reported that particulate matter was observed in fourteen (14) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This event occurred during between (B)(6) 2022 to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufacture date: august 25, 2021 to august 26, 2021. H10: fourteen (14) devices were received for evaluation. Upon visual inspection along with magnification verified white floating particle approximately 1 mm in length likely identified of acrylonitrile butadiene styrene (abs) material with 1 sample only. The reported condition was verified. The cause of the condition could not be determined; however, the possible cause include customer handling or was inherent to the manufacturing process. The reported condition was not verified for the remaining thirteen samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.